Event description:
Failure to alarm in a timely manner/non-delivery reported. The pump was set to infuse an esmolol solution at 115ml/hr. The nurse had turned a stopcock off to the infusion in order to give an IV push medication and flush. She inadvertently left the stopcock in the off position. Approximately 1 to 1.5 hours later, the pump started to alarm. She noted that the stopcock was off. The pt heart rate had increased to 120+ beats per minute over that time period. The infusion was re-established and the pt heart rate returned to the 90's beats per minute. The display had incremented as if delivery had occurred. No adverse sequelae were reported. The specific device used in this incident was not isolated and labeled. The serial number is unknown.